Event description:
Info received indicates the head of the bed will not go up or down.

Manufacturer narrative:
The tech found the head cylinder was slightly off center and stuck. The tech adjusted the cylinder mounting angle to repair the bed.